Event description:
Patient status post plate and screw implantation, date unknown, returned to surgeon approximately eight months post op complaining of pain. X-rays, date unknown showed one of six screws was broken. Patient was returned to operating room on (B)(6) 2011 and surgeon removed the hardware. Patient was revised to an osteotomy, bone graft, and was implanted with lcp small fragment plate. It is not known which of the six screws broke. This is five of seven reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.